Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: (B)(4), yes, return date: 2018-05-15, device evaluation anticipated, but not yet begun; mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4), return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed critical battery alarms for two batteries and sounded a double disconnect alarm. The two batteries were replaced while the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. The controller was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated during bench testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed premature power switching events due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone or beep. Analysis of the alarm log files did not reveal any critical battery alarms near the reported event date. Analysis of event log files revealed one power-up event. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 37% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). No anomalies were recorded before the loss of power. The controller was without power for 13 seconds. As a result, the reported power switching, beeps and loss of power were confirmed. The reported critical battery alarms could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported power switching, and beeps can be attributed to momentary disconnections. Momentary disconnections were investigated internally. Additional products: battery / (B)(4), h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12 battery / (B)(4), h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.